Event description:
It was reported that there were air bubbles in the customer's insulin pump. Customer's blood glucose was 337 mg/dl. She was unable to troubleshoot, as she was receiving a call back from her health care provider at the time of this report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report 3004209178-2015-92561.